Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, there were problems with co2 removal and the sweep had to be run at 10l. However, the product was not changed out and the procedure was completed successfully. No known impact or consequences to patient. Product was not changed out. Procedure was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and is indicated by terumo cardiovascular systems in the initial report submitted to the FDA on 7/22/2015. The actual device was not returned for evaluation; therefore, the investigation was limited to evaluation of a retention sample from the same lot. Visual inspection confirmed no anomalies that would relate to a gas leak or insufficient gas transfer performance. Hematologic testing was completed to test the device's performance: bovine blood arranged to hb12.0 g/dl, temp.37oc., ph:7.4, svo2:65% and pvco2:45mmhg was circulated in the oxygenator module under the following conditions: @ v/q=1, fio2=100% and the flaw rate of 5l/min. And 3l/min. The result obtained from the test is as follows. O2 addition: @5l/min.= 312ml/min. @3l/min.=207ml/min. Co2 removal: @5l/min.= 222ml/min. @3l/min.= 146ml/min. No anomalies were revealed in the gas transfer performance and the obtained values met product specifications. A review of the device history record confirmed there were no anomalies. Since the actual device was not returned for evaluation, a definitive root cause could not be determined; therefore, this complaint could not be confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up. Retention sample evaluated.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems.(B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Additional information obtained revealed that the user facility has had several issues with co2 removal but no problem with oxygenation during cpb. A terumo clinical specialist visited the user facility to work with the perfusionists to troubleshoot the recurring problem with co2 removal. After diligent attempts, nothing has mitigated the issue to date. However, it is thought that the relative humidity in the operating room, the dew point levels, and the temperature of the medical gases are leading to condensation in the fiber bundle of the oxygenator. Terumo is continuing to investigate this problem and continues to provide assistance to the user facility to help determine the root cause.